Event description:
It was reported that during implant of the right ventricular lead, several different lead positions were tested and at the fourth position the screw could no longer be moved. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned and analyzed. No anomalies were found, however, the lead was damaged at implant. The distal conductor had blood/body fluid (not obstructed). There was blood in/on the helix/lobe mechanism and the helix/lobe mechanism (sleeve head). The inner tubing was kinked/buckled. The analyst noted that the helix extends and retracts within product specification.